Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after experiencing a low blood glucose (bg) level of 53 (mg/dl). Glucose tablets were administered to treat low bg levels. The customer was released from the emergency room 3 hours later. Recommendation was made to consult with a health care provider to discuss diabetes management.